Event description:
It was reported that during a lap chole procedure, upon removal of any instrument through the trocar, the iris valve seal would leak. There was some loss of pneumo. It was not necessary to replace the trocar as the leak would eventually stop. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.